Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device only formed two clips. Case was completed with another like device. There was no patient consequence.